Event description:
The customer reported being hospitalized due to hyperglycemia, with a blood glucose reading of 486 mg/dl. The customer had passed out, and was unresponsive when she was found. The customer felt that her glucose meter was not reading accurately. Advised the customer to contact the glucose meter manufacturer for troubleshooting. Advised the customer to call back for troubleshooting on the insulin pump if necessary. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.